Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's operative records received. Records indicate the patient had polywear of their insert.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-12577. This report, 1818910-2013-12600, will be rejected. 1818910-2013-12577 will be kept for investigation purposes.